Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 315mg/dl. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. Unit was received with motor error alarm suck in bolus delivery loop. Motor was tested outside of the device and it passed. Motor may have had an intermittent failure not detected during our testing. Cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.